Event description:
It was reported that there were concerns of the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and found that the device was depleting in a manner consistent with the low voltage (lv) capacitor advisory. Ts recommended that the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and found that the device was depleting in a manner consistent with the low voltage (lv) capacitor advisory. Ts recommended that the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.